Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty assembling an rsa baseplate centering guide with a pilot wire was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
It was reported that the the guidepin was very snug almost stuck in the guide when trying to remove it. The procedure was completed successfully with no adverse consequence to the patient.

Event description:
It was reported that the guidepin was very snug almost stuck in the guide when trying to remove it. The procedure was completed successfully with no adverse consequence to the patient.